Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed a pump reboot had occurred immediately following a cs 064 motor error. During a visual inspection of the pump, battery compartment cracks were observed in the thread area and below grip pad. There was evidence of moisture contamination observed inside the battery compartment. The pump case was found to be cracked in upper right hand corner of the display area. The pump powered on with the returned battery cap with audible tones only, no vibration alert and a blank display due to moisture contamination. A leak test was performed and confirmed a leak at the battery compartment and pump case cracks. The pump case was removed, and there was evidence of moisture contamination found throughout the inside of the pump. Further testing was not able to be performed due to the blank display and moisture damage. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.